Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported that during the insertion of the bi-ventricular pacemaker, a non-bsc balloon catheter was used to dilate the coronary sinus to allow passage of the bi-ventricular lead. A 182 j pt graphix¿ guide wire was used to cross the narrowing of the coronary sinus. However, the wire prolapsed. Though no aggressive maneuvering was performed on the wire, the tip of the wire floated into the most distal portion of the coronary sinus making it impossible to retrieve the detached tip. Remainder of the device was discarded. Patient was discharged one day post procedure, as per routine following pacer implantation. Patient was doing well at 1 week follow up.

Event description:
It was reported that guidewire tip detachment/ separation occurred. A 182 j pt graphix¿ guide wire was selected for use. However, the tip of the wire dislodged and was retained inside the patient.